Manufacturer narrative:
The pump has been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that patient had a blood glucose (bg) of 495 mg/dl, with rapid heart rate and pulse, thirst and shallow breathing. The patient alleges an inaccurate delivery issue. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. Cs referred the patient to a health care provider. This complaint is being reported as the patient experienced hyperglycemia and has lost confidence in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: testing was unable to duplicate complaint of inaccurate deliveries. Tdd history matches basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. No alarms in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 2u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications.. Display is dim/fading (pink). Battery compartment crack below the bumper traveling toward the case seal.